Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that he was treated in the ER for a high blood glucose reading of 403 mg/dl. The customer stated that he was also getting a no delivery alarm. Nothing further was reported.